Manufacturer narrative:
Plant investigation: the complaint sample has not been received. Based on all performed investigations/evaluations the reported event could be reproduced. The review of similar complaints revealed that the reported failure type represents a known event. The 9040.1 error code is a collective error code for all kinds of pgm (poisson, gaussian, and multiplicative) miscalculation. Pgm errors result in the described 9040.1 error and can occur due to different causes, there is currently not a single root cause. A 9040.1 error usually leads to the termination of the treatment, however, after restarting the device, the treatment could be continued. Manual blood reinfusion should always be possible and is described in information for use (IFU). The 9040.1 error is considered within the scope of the product improvement. There is no indication that the reported failure relates to falsification. A review of the repair history showed no repair activities.

Event description:
It was reported that a multifiltrate pro machine had multiple persistent alarms (alarm code 9027, 9046 and 9040.1) approximately one hour and fifteen minutes into a patient¿s continuous venovenous hemodialysis (cvvhd) treatment and the machine stopped working. The patient¿s blood was not returned, and as a result they experienced approximately 250 ml of blood loss. There was no patient injury or medical intervention required as a result of this event. There was no possibility of troubleshooting so the treatment could continue. The nurse turned off the machine to stop the persisting alarms and the patient started treatment again on another multifiltrate pro machine. The hospital¿s technician was informed and took the defective multifiltrate pro machine into quarantine until spare parts have been installed. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a multifiltrate pro machine had multiple persistent alarms (alarm code 9027, 9046 and 9040.1) approximately one hour and fifteen minutes into a patient¿s continuous venovenous hemodialysis (cvvhd) treatment and the machine stopped working. The patient¿s blood was not returned, and as a result they experienced approximately 250 ml of blood loss. There was no patient injury or medical intervention required as a result of this event. There was no possibility of troubleshooting so the treatment could continue. The nurse turned off the machine to stop the persisting alarms and the patient started treatment again on another multifiltrate pro machine. The hospital¿s technician was informed and took the defective multifiltrate pro machine into quarantine until spare parts have been installed. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.